Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, as well as sliced silicone overmold and dents to the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. The residual gas analysis test was compromised and could not be performed. Based on an assessment of the helium leak test data, it is determined that this device was non-hermetic, and that the root cause was a leak through the feedthru seals. An internal corrective action has been implemented. This version of the 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient experienced intermittencies followed by no lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.